Event description:
A peritoneal dialysis patient's wife reported that the patient's cycler was not draining enough fluid off of him during treatment. The patient remained asymptomatic. Drain 0 - 4ml; fill 1 - 2496, drain 1 - 3008 ml; fill 2 - 2496, drain 2 - 1795 ml; fill 3 - 2496, drain 3 - 4705 ml; fill 4 - 2473, drain 4 - 3147 ml. The reported drain volume of 4705 ml was 188% over the expected drain volume which resulted in a reportable device malfunction. The patient did not require medical intervention or treatment as a result of the overfill.

Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.